Manufacturer narrative:
Unit received with unresponsive buttons, problem isolated to keypad assembly. After battery installation unit gave an unexpected partial display with due to moisture damage on the electronic assemblies. Unable to perform the displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to display anomaly and keypad anomaly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had back light anomaly. Customer blood glucose level was 138 mg/dl. Customer also stated that the light was solid and on and not turn off and back light anomaly also on the keypad. The device will be returned for analysis.